Manufacturer narrative:
Patient information was requested, but not yet provided.

Event description:
It was reported that the patient had inconsistent lactate dehydrogenase (ldh). On (B)(6) 2021 the patient had an ldh of 527 u/l and on (B)(6) 2021 the patient had an ldh of 306 u/l. The patient has a history of medicine non-adherence. The patient had polymorphic ventricular tachycardia in the afternoon during pulsatility index events. The log file review contained a few clusters of pulsatility index events as well as routine power source changes. The low voltage alarms seemed to be due to normal battery depletion there were no other abnormal alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. It was noted that the log file consists of pi events and routine power source exchanges. No atypical alarms were recorded within the file. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists hemolysis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jun2019. No further information was provided. The manufacturer is closing the file on this event.